Manufacturer narrative:
A sample collected from the patient on (B)(6) 2021 resulted with the following values: hdl = 147.8 mg/dl, ldl = 313.2 mg/dl, trig = 82.7 mg/dl, chol = 489.3 mg/dl, lpa = 44.3 (no units provided), apobt = 84.0 (no units provided).

Manufacturer narrative:
Initial reporter facility name - the full facility name was provided as (B)(6) hospital. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with hdlc4 hdl-cholesterol plus 4th generation on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a value of 214 mg/dl accompanied by a data flag. The sample was diluted 1:2 and repeated, resulting with a value of 240 mg/dl. The sample was repeated on (B)(6) 2021, resulting with a value of 243.8 mg/dl. The sample results were questioned since the patient had an hdl result of 63 mg/dl in march 2020. The sample was sent to another site for testing on the abbott architect, where it resulted as 141.9 mg/dl on (B)(6) 2021. The serial number of the c 702 analyzer is (B)(4).

Manufacturer narrative:
Six samples collected from the patient were provided for investigation. The investigation determined the patient has a pathological lipoprotein pattern and has lipoproteins with abnormal lipid compositions. The patient samples do contain abnormal lipoproteins which react with the direct tests for hdl-c from roche and from abbott. These results are not reliable and should not be reported. An interference due to gammopathy in the patient could be ruled out. The observed lipoprotein pattern does fit to the medical history of the patient. An abnormal lipoprotein pattern can be expected in the state of liver transplant in combination with the other disease of the patient.